Manufacturer narrative:
UDI d4-(B)(4) found in accessgudid. (B)(4) correcting d4 - UDI. H4- manufacturer date - sep 14, 2015 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 and h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code b30 displayed occurred due to disconnection in connector. The cause of the disconnection could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing a b30 scope communication error. Additionally, the fan was overheating, and the unit had notable wear and tear in the form of corrosion throughout the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus evis exera iii xenon light source due to an unspecified image quality issue. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a b30 scope communication error. This report is being submitted to capture the b30 scope communication error found during the device evaluation.